Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the target temperature was set to 36 degrees c and patient temperature was 38 degrees c. The arctic sun device was used for the patient, but the water temperature remained at 28 degrees c to 29 degrees c and did not decrease below that. Per review of wo on 05feb2026, device was used on patient and there was no patient injury report.